Event description:
It was report that when the patient was placed on a ventilator, the ventilator alarmed due to an air leak. Troubleshooting revealed the leak was from the tracheostomy tube cuff, the ventilator functioned normally.

Manufacturer narrative:
The failure mode could not be confirmed by investigation as no samples nor pictures was provided. If the device is received, the investigation will be re-opened for further evaluations.